Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator shut off during pacing. The patient experienced an outcome of death. Additional details have been requested.

Manufacturer narrative:
Customer refused to have the device serviced.